Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer hospitalized due to hyperglycemia, diabetic ketoacidosis and pregnancy on (B)(6) 2019 with blood glucose level was 377 mg/dl. The customer was assisted with troubleshooting. The customer was treated with intravenous drip and insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated that the doctor wants to make sure the insulin pump was okay 2 hours after dinner blood glucose was 400 mg/dl and when they called internal fetal medicine because blood glucose value was 411 mg/dl. Customer also stated that blood glucose was 101 mg/dl half and hour, 45 minutes ago. Customer reported that they did not alleging insulin pump was under delivering. The insulin pump will not be returned for analysis.